Event description:
It was reported during a novasure procedure on (B)(6) 2025, a 47-year-old year women with a history of cervical dysplasia and heavy menstrual bleeding underwent an uncomplicated novasure procedure under sedation. The patient's history, included cin3 treated with diathermic loop excision in 2020, mirena iud (intrauterine device) use from 2022 to 2023. Pap 3a1 in (B)(6) 2024 managed expectantly, diagnostic hysteroscopy in (B)(6) 2024 showing normal findings with placement of new mirena. A pap 3a2 in (B)(6) 2025 for persistent cin1 (cervical intraepithelial neoplasia) and prolonged menstruation. The uterus was in anteverted flexion and cavity measurements were 3.6 cm width and 3.5 cm cervical length, power was 109 watts for 93 seconds. Prior to procedure, the patient had a vaginal discharge, and a culture showed bacterial vaginosis and no prophylactic antibiotics were prescribed. On (B)(6) 2025, the patient developed fever (40.4 celsius at home and 38.7 celsius in the emergency department), abdominal tenderness and leukocytosis (16.7) with crp 35. Ultrasound showed uterus in avf (anteverted flexion) position with trace fluid in the douglas pouch. The patient was started on oral augmentin. By (B)(6) the patient had worsening inflammatory markers and two positive blood cultures for streptococcus agalactiae (group b streptococcus). The patient was admitted to the hospital and the CT imaging showed no perforation but induration in the parametrium consistent with pelvic inflammatory disease (pid). IV augmentin 1200 mg was initiated. On (B)(6) 2025, the patients¿ symptoms improved, temperature was 36.6 celsius, crp 204 and leukocytes 5.1. Following microbiology consultation, IV antibiotics were discontinued and oral clindamycin 600 mg three times daily was prescribed through (B)(6). The patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient reported no symptoms other than slight vaginal bleeding. The reporting gynecologist considered the case a bacteremia rather than a true sepsis as the patient was never in shock. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.